Manufacturer narrative:
Investigation results: a visual examination of the returned resolution 360 clip device found that the clip assembly was fully deployed and not returned with the device. A kink was noted in the control wire inside the handle, and as a result, the coil was not properly seated in the handle confirming that the handle was broken. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cardia of the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was locked onto the tissue and deployed from the catheter; however, the clip reopened and fell into the patient in an open state. The lesion started bleeding and another resolution 360 clip device with two additional resolution clip devices were used to complete the procedure. Post procedure, it was noted that the spring of the handle was broken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the cardia of the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was locked onto the tissue and deployed from the catheter; however, the clip reopened and fell into the patient in an open state. The lesion started bleeding and another resolution 360 clip device with two additional resolution clip devices were used to complete the procedure. Post procedure, it was noted that the spring of the handle was broken. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.